Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this insertable cardiac monitor (icm) device had reached end of service (eos) battery status earlier than expected and had not met the projected longevity. The health care professional (hcp) requested technical services (ts) to investigate. Boston scientific engineering analyzed the icm device data and confirmed premature battery depletion. The battery voltage experienced a consistent drop a few months before the eos condition occurred. To determine the root cause, the icm device should be returned for a detailed analysis. The hospital plans to explant the icm device in the following weeks; however, this surgical intervention has not been scheduled at the time. No adverse patient effects were reported. This icm device remains implanted.